Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was 251 and 252 mg/dl. Customer treated with manual injection. The customer stated that the pump wasn't working, it's completely dead. The customer was assisted with troubleshoot and customer states crack next to battery cap on clip. The customer declined to troubleshoot for high readings. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.